Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 977a290, serial# (B)(4) , implanted: b)(6) 2015, product type: lead. Product ID: 977a290, serial# b)(4), implanted: b)(6) 2015, product type: lead. See also manufacturer¿s report # 3004209178-2017-02392 for the patient¿s other device issue.

Event description:
Additional information received from the patient reported that they had 5 electrodes that kept ¿going out¿ and that instead of 16 electrodes the device was running on 11 and that they only had 2 leads and ¿5 had went down going down,loosing [sic] one every 2 weeks or 4 weeks¿. The patient reported that it ¿must have been a connection thing¿ and that ¿they've been going out one by one¿. It was reported that the local manufacturer¿s representative figure the issue out. It was thought they would have to replace the leads but they did not.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator for non-malignant pain, occipital neuralgia, and spinal pain. It was reported that there was high impedances seen on contact 6, 7 and 15 on (B)(6). Manufacturer representative reported today impedances were >10k on contact 5 and patient needed additional coverage so representative adjusted programming and it resolved patient's issues for now.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.